Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller would not find the ins when the recharge telemetry module was connected. The patient reported seeing software errors after the recharge telemetry module would search for the ins. The patient reported the following information from the 'about' screen: last error (B)(6) 2020, 7:09 pm 15 - pt02. The patient spoke with a manufacturer¿s representative (rep) who had him reset the controller, but the issue did not resolve. The patient was able to charge on the phone with excellent quality, and the ins battery was incrementing. The patient reported that 2 days prior when charging the ins heated up to an uncomfortable degree, when the ins was over it, and was uncomfortably hot. The patient stated after resetting the controller the ins would still charge but got really hot. Patient was issued a new recharge telemetry module. No symptoms were reported. There were no reported complications and no further complications were expected.